Event description:
The patient had a ventriculostomy drain. The rn noticed precipitate in drainage tubing. The neurosurgeon was notified and operated again to remove and replace catheter. Suspect precipitate was secondary to antibiotic coating on tubing.